Manufacturer narrative:
The product was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the ccd module with drive pcb shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module with drive pcb. In addition, we the technician confirmed that the remote control buttons cracked, the remote control buttons leak, the distal body worn out, the insertion flexible tube lump/wave, the light guide cable bump, the operation channel (primary) resistance, the suction channel kink, and the angle wire grinding; however, they these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report (B)(4) and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).